Event description:
The rptr is unable to obtain the bed from the co. They have told rptr that the bed is not approved by FDA for home use. Rptr questions why they are not permitted to have bed for use at home. Rptr would like to know if this is true and why.